Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient called a distributor, employee of intuvie, and reported that their infusion pump parameters changed without user input. We shut off the pump and clamped the tubing. The patient was instructed to call the facility when they open. Medication being infused was unknown. No patient injury reported.